Manufacturer narrative:
(B)(4).

Event description:
A patient reported on (B)(6) 2016 that their stimulation had changed from covering their back where it was needed, to going down their legs. They were not able to get stimulation to cover their back. It was noted that they had done some things around christmas time that they should not have, including heavy lifting. They believed this may have caused the problem. The patient had an upcoming appointment with their managing health care provider (hcp) on (B)(6), but was requesting that a company representative (rep) be at the appointment. The issue had occurred in (B)(6) 2015. The indications for use were spinal pain and chronic low back pain. Follow up efforts have been initiated to determine what troubleshooting had been performed, what actions were taken to resolve the issue, and if the cause had been determined. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) on 2016-03-24 stating that they had met with the patient on (B)(6) and they were able to reprogram and get coverage back in the areas they needed it in.